Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09525. The pt has been implanted with two surgical leads (from different lots) it was reported the pt experienced a shocking sensation which runs from her spine to the brain while lying down. The pt indicated this occurs regardless whether the system is in use or not. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.